Event description:
It was reported via repair work order that the foot end lift was elevated and unable to lower due to the broken foot end lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.